Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was to report that for the last month or so the patient had severe pain in the back location where the stimulator was by the hip on their left side. The patient said that could barely walk when they had the stimulation turned on. The patient spoke with the doctor's office nurse and was told to turn stimulation off and to call the manufacturer to see if the program needed to be changed. When asked, the patient said that they had a couple of falls, maybe 2-3 times, but no heavy lifting, they just tumbled off when sitting on the ground or bed level. The patient confirmed that they did fall backwards on their back. The patient reported the falls to the nurse today. Reviewed therapy information and general programming guidance. With instruction, the patient switched programs and tried all of them and reported pain on all of the programs. The patient turned stimulation off and the pain seemed to subside. The patient was redirected to their managing doctor's office to schedule further diagnostic testing and potential imaging.